Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies. Noted was grommet damage, setscrew foreign material and a rounded setscrew.

Event description:
It was reported during implant procedure that it was not possible to connect the lead to the device as there was a problem in the connector block. The device was not implanted. No patient complications have been reported as a result of this event.